Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two (2) events were reported for this quarter. Two (2) devices were received for evaluation. Two (2) events were duplicated during testing. One (1) device was found to be affected by corrosion in the socket connectors. One (1) device was found to be affected by mechanical damage to a component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes two (2) malfunction events in which the device ran without user activation. Two (2) reported events had no patient involvement; no patient impact.